Manufacturer narrative:
The reported event of r wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, r wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.